Manufacturer narrative:
(Initial reporter address): (B)(6). (B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. The breakage point of the wire was not smooth, which shows it was not a mechanical cut. No other issues with the device were noted. The reported event was confirmed. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the cutting wire was energized, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.